Manufacturer narrative:
The reported field events of dislodgement and no capture were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture due to dislodgement. The lead was explanted and replaced. The patient was stable.